Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on 23sep2023 the patient's set speed was decreased from 5000 rpm to 4900 rpm due to worsening right heart failure. The patient was also started on a milrinone drip.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of worsening right heart failure could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. No further information was provided. The manufacturer is closing the file on this event.